Event description:
The sparc sling system was implanted on an unk date. Following the implant of the sparc the pt experienced pain, discomfort, "severe" bladder infections, perforation and recurring incontinence. A "major" surgery was performed on (B)(6) 2012, to remove the sling because it had "cut into various parts" of the pt anatomy "causing severe damage. A portion of the sparc sling was removed. A supra pubic catheter was placed and remained until the end of (B)(6) 2012. The pt was admitted on a number of occasions for intravenous antibiotics to treat infections. The suprapubic catheter was removed and the pt experienced a swelling and increase in pain, which was diagnosed as a hernia. Hernia repair was performed. Following the sling explant surgery the pt also had an increase in daily balloon visits from approx 9 to 16. No additional pt complications were reported.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.